Event description:
Pt presented for treatment with no complaints. After 3.6 hours of treatment pt stated he felt bad but had no specific complaints. Requested early termination of treatment. After treatment discontinued pt c/o headache but refused treatment. After leaving facility hospital staff reported pt had vomited in vending area. Rn assessed pt but pt refused to return to dialysis center. Notified on 2/9/98 that pt was admitted to hospital following day with hemolysis. (2/7/98)